Event description:
It was reported the video system center had error e931 and no image . The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be reproduced. During the device evaluation it was observed that the video connector unit contact pin was bent, which as a result needs to be replaced. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the scope communication error and no image could not be determined however, it is presumed that the no image was caused by the bent video connector terminal pins. Olympus will continue to monitor field performance for this device.